Event description:
Complainant alleged that during a routine shift check by a clinician, the device will not charge to any setting above 150 joules. There was no pt involvement during the reported malfunction.